Event description:
It was reported that the customer experienced a high blood glucose level and high ketones, leading to an emergency room visit and hospitalization. The issue was related to diabetes while using the pump and related supplies for insulin therapy. Customer declined to provide additional information, and no further actions or outcomes were detailed.